Manufacturer narrative:
(B)(4).

Event description:
Patient came in for an outpatient procedure to remove her aln inferior vena cava (ivc) filter. The initial imaging showed the filter had a fractured leg. After multiple attempts at removal, the fractured leg and filter were removed from the patient. No patient harm identified from this events.